Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Gastrointestinal (gi) bleeding is a known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. While the root cause of the event is likely related to the device support and required anticoagulant therapy, clinical, pharmacological, and patient factors including comorbidities are also known possible contributors to this type of event, and there is no evidence to suggest a relationship to any device performance or manufacturing issues. While the root cause of the event is the bleeding form the gi track that was clipped during the egds procedure. The event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient was admitted to the hospital on (B)(6) 2015 for upper gastrointestinal (gi) bleeding. It was stated that the patient received a total of 3 units of packed red blood cell (prbc). Patient had an egd done with clip. It was reported that the patient was discharged on (B)(6) 2015. No additional information available.